Event description:
It was reported that the tibial stem and tibial baseplate had loosened and the pt was revised.

Manufacturer narrative:
H6- method: DHR review. Neither the device nor medical records were made available for evaluation.